Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Additional information was requested and the following was obtained: I am responding in regards to the email we received about needing a lot number on our monocryl poliglecaprone 25 suture. We unfortunately do not have the lot number for this suture as the surgery was in (B)(6) 2021. Is there something else we can provide you with? Or is there any information you can give us to let us know what our next steps are? Associated events submitted via mw# 2210968-2022-05796.

Event description:
It was reported that an animal underwent a spay procedure on (B)(6) 2021 and the suture was used. Over a year after surgery, the animal still had the suture under the skin. The suture was placed in a canine. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).date sent to the FDA: 11/28/2022additional information: sutures are still there, no inflammation, no infection, does not bother the bella. Will email the company again for advice.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.